Manufacturer narrative:
The customer-reported fault alarm was confirmed via review of the driver's alarm history and was able to be reproduced during investigation testing. The fault alarm was likely due to decreased cardiac output, which was determined to be caused by a malfunction of the driver's piston and cylinder assembly (pca) which is responsible for the pneumatic pumping action of the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4629 follow-up report 1

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact. The customer also reported that the patient was subsequently transferred to a companion 2 driver on (B)(6) 2019 to further assess fluid status.